Event description:
The event was reported, via medwatch, as the following: the pt was emergently intubated with a 7 mm endotracheal tube. The cuff was inflated prior to intubation and was ok. Ten minutes after intubation, they were unable to ventilate the pt because of low tidal volume (ie unable to inflate the cuff to add more air). No report of pt injury.

Manufacturer narrative:
It is unk if the device sample is available for eval. Eval, method: a complaint history review was performed. A device history record review was conducted. Results: a device history record review showed no issues related to the complaint. Conclusions: no sample returned for eval. Complaint can not be confirmed since the sample was not available for investigation. A root cause can not be determined.